Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Event description:
Reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
New etq record create din order to update etq (legacy system) complaint number dint (B)(4). Reason for orignal complaint.asr revision.left asr xl acetabular system.update: added hospital name and added date of revision. Received: (B)(6) 2012.reason(s) for revision: unknown.update - added reason for revison taken from claimsuite dated 6th august 2013.reason(s) for revision: pain.(B)(4).

Event description:
Asr revision: left asr xl acetabular system. Reason and date of revision: unknown.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.